Event description:
A customer reported a cartridge alarm 20 issue with their insulin pump, which had not been previously encountered with this specific device. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was in warranty and decided to replace it with a new unit equipped with updated software. The customer was instructed to store the existing pump and return it to the company using a pre-paid ups label. Additionally, the customer was informed to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump while using multiple daily injections (mdi) as a backup insulin delivery method during the transition.